Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079618) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pelvic pain'), autoimmune disorder ('autoimmune-like symptoms'), genital haemorrhage ('severe bleeding/ bleeding') and neuromyopathy ('neuromuscular problems') in a 46-year-old female patient who had essure (batch no. B02264, a78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "other- never informed of 3 coils (had 3 coils implanted)". The patient's medical history included breast reduction in 2010, loop electrosurgical excision procedure in 1995, muscle ache, cervicalgia, dermatophytosis, difficulty sleeping, burning eyes, cervical biopsy, plastic surgery and shortness of breath. Concurrent conditions included back pain, anxiety, essential hypertension, breast calcifications, burning micturition, urinary frequency, low grade fever, viral syndrome, cystitis, sweating, cough, chills, fever, ache nos, flu vaccination, bronchitis, ear pain, sinus disorder, acute sinusitis, perimenopause, smoker, pain in thumb, raynaud's disease, tendinitis, eye pain, eye irritation, eye swelling, eye redness, eye irritation, conjunctivitis, abdominal pain, weight gain, swelling abdomen, abdominal discomfort, vaginal discharge, abdominal distension, hemorrhagic ovarian cyst, blepharitis, periorbital disorder, menses irregular, allergy to metals, menometrorrhagia, night sweats, mood altered, pain in hip and uterine bleeding. Concomitant products included alprazolam for anxiety, hydrocodone for back pain as well as alprazolam (xanax), azithromycin (azo), benzodiazepine derivatives, codeine phosphate;paracetamol (tylenol with codeine no.3), hydroxyzine, ibuprofen, loteprednol etabonate (lotemax), metoprolol, metronidazole and olopatadine hydrochloride. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced pain ("pain everywhere"), headache ("headaches") and eye allergy ("bad allergies in my eyes") and was found to have weight increased ("weight gain"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), abdominal distension ("severe bloating/ bloating"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), eye disorder ("eye issues"), eyelid ptosis ("droopy eyelids"), hypoaesthesia ("numbness"), arthralgia ("painful joints"), anxiety ("high anxiety"), mood swings ("mood swings"), gastrooesophageal reflux disease ("acid reflux"), dizziness ("dizziness"), polycystic ovaries ("ovary cyst on left and right side"), tooth disorder ("dental issues"), bacterial vaginosis ("bacteria vaginosis"), hypertension ("high blood pressure"), feeling abnormal ("brain fog"), dyspepsia ("heartburn"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods"), asthenia ("no energy"), dry eye ("dry and watering eyes"), lacrimation increased ("watering eyes"), the first episode of urticaria ("hives and rashes") and the second episode of urticaria ("hives and rashes") and was found to have white blood cell count increased ("elevated white blood cells"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, neuromyopathy, pain, headache, weight increased, eye allergy, abdominal distension, allergy to metals, urinary tract disorder, eye disorder, eyelid ptosis, hypoaesthesia, arthralgia, white blood cell count increased, anxiety, mood swings, gastrooesophageal reflux disease, dizziness, polycystic ovaries, tooth disorder, bacterial vaginosis, hypertension, feeling abnormal, dyspepsia, abdominal pain lower, dysmenorrhoea, asthenia, dry eye, lacrimation increased and the last episode of urticaria outcome was unknown. The reporter provided no causality assessment for eye allergy, headache, pain and weight increased with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, bacterial vaginosis, dizziness, dry eye, dysmenorrhoea, dyspepsia, eye disorder, eyelid ptosis, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, hypertension, hypoaesthesia, lacrimation increased, mood swings, neuromyopathy, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, white blood cell count increased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2014 given initially, in current pfs (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): dexamethasone suppression test - on an unknown date: negative as was her thyroid function.. Hysterosalpingogram - on (B)(6) 2014: impression: post essure placement with bilateral fallopian tube occlusion as noted. Mammogram - on (B)(6) 2014: calcifications on the left.. Pathology test - on (B)(6) 2018: a. Uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus, 63 grams endometrium: inactive endometrium, no endometrial hyperplasia or carcinoma identified. Myometrium: no pathologic abnormality. Cervix: no pathologic abnormality serosa: no pathologic diagnosis, left fallopian tube: no pathologic abnormality, essure in place (gross examination only) right fallopian tube: ectopic adrenal tissue; no other histopathologic abnormality. Ultrasound scan vagina - on (B)(6) 2018: 1. Normal appearance of uterus and endometrium. 2. Normal size right ovary with complex cyst within. It is consistent with a hemorrhagic cyst or involving follicle. 3. Normal appearance of left ovary; on (B)(6) 2018: no uterine mass. 9 mm cervical nabothian cyst. Both ovaries demonstrate follicles. Possible contraceptive devices in the fallopian tubes.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, pelvic pain, severe bloating, polycystic ovaries, lower abdominal pain, bacterial vaginitis, rash, eye allergy. Lot number: a78082 manufacture date: 2012-12 expiration date: 2015-12-31 lot number: b02264 manufacture date: 2013-02 expiration date: 2016-02-29 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079618) on 21-sep-2018. The most recent information was received on 15-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pelvic pain'), autoimmune disorder ('autoimmune-like symptoms'), genital haemorrhage ('severe bleeding/ bleeding') and neuromyopathy ('neuromuscular problems') in a 46-year-old female patient who had essure (batch no. B02264, a78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "other- never informed of 3 coils (had 3 coils implanted)". The patient's medical history included breast reduction in 2010, loop electrosurgical excision procedure in 1995, muscle ache, cervicalgia, dermatophytosis, difficulty sleeping, burning eyes, cervical biopsy, plastic surgery and shortness of breath. Concurrent conditions included back pain, anxiety, essential hypertension, breast calcifications, burning micturition, urinary frequency, low grade fever, viral syndrome, cystitis, sweating, cough, chills, fever, ache nos, flu vaccination, bronchitis, ear pain, sinus disorder, acute sinusitis, perimenopause, smoker, pain in thumb, raynaud's disease, tendinitis, eye pain, eye irritation, eye swelling, eye redness, eye irritation, conjunctivitis, abdominal pain, weight gain, swelling abdomen, abdominal discomfort, vaginal discharge, abdominal distension, hemorrhagic ovarian cyst, blepharitis, periorbital disorder, menses irregular, allergy to metals, menometrorrhagia, night sweats, mood altered, pain in hip and uterine bleeding. Concomitant products included alprazolam for anxiety, hydrocodone for back pain as well as alprazolam (xanax), azithromycin (azo), benzodiazepine derivatives, hydroxyzine, ibuprofen, loteprednol etabonate (lotemax), metoprolol, metronidazole, olopatadine hydrochloride and paracetamol (tylenol). On 15-nov-2013, the patient had essure inserted. On 5-jul-2017, the patient experienced pain ("pain everywhere"), headache ("headaches") and eye allergy ("bad allergies in my eyes") and was found to have weight increased ("weight gain"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), abdominal distension ("severe bloating/ bloating"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), eye disorder ("eye issues"), eyelid ptosis ("droopy eyelids"), hypoaesthesia ("numbness"), arthralgia ("painful joints"), anxiety ("high anxiety"), mood swings ("mood swings"), gastrooesophageal reflux disease ("acid reflux"), dizziness ("dizziness"), polycystic ovaries ("ovary cyst on left and right side"), tooth disorder ("dental issues"), bacterial vaginosis ("bacteria vaginosis"), hypertension ("high blood pressure"), feeling abnormal ("brain fog"), dyspepsia ("heartburn"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods"), asthenia ("no energy"), dry eye ("dry and watering eyes"), lacrimation increased ("watering eyes"), urticaria ("hives and rashes") and vision blurred ("blurry vision") and was found to have white blood cell count increased ("elevated white blood cells"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, cystoscopy). Essure was removed on 20-nov-2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, neuromyopathy, pain, headache, weight increased, eye allergy, abdominal distension, allergy to metals, urinary tract disorder, eye disorder, eyelid ptosis, hypoaesthesia, arthralgia, white blood cell count increased, anxiety, mood swings, gastrooesophageal reflux disease, dizziness, polycystic ovaries, tooth disorder, bacterial vaginosis, hypertension, feeling abnormal, dyspepsia, abdominal pain lower, dysmenorrhoea, asthenia, dry eye, lacrimation increased, urticaria and vision blurred outcome was unknown. The reporter provided no causality assessment for eye allergy, headache, pain and weight increased with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, bacterial vaginosis, dizziness, dry eye, dysmenorrhoea, dyspepsia, eye disorder, eyelid ptosis, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, hypertension, hypoaesthesia, lacrimation increased, mood swings, neuromyopathy, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, urticaria, vision blurred and white blood cell count increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was 18-feb-2014 given initially, in cuurent pfs 15nov2013 diagnostic results (normal ranges are provided in parenthesis if available): dexamethasone suppression test - on an unknown date: negative as was her thyroid function.. Hysterosalpingogram - on (B)(6) 2014: impression: post essure placement with bilateral fallopian tube occlusion as noted. Mammogram - on (B)(6) 2014: calcifications on the left.. Pathology test - on (B)(6) 2018: a. Uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus, 63 grams endometrium: inactive endometrium, no endometrial hyperplasia or carcinoma identified. Myometrium: no pathologic abnormality. Cervix: no pathologic abnormality serosa: no pathologic diagnosis, left fallopian tube: no pathologic abnormality, essure in place (gross examination only) right fallopian tube: ectopic adrenal tissue; no other histopathologic abnormality. Ultrasound scan vagina - on 29-mar-2018: 1. Normal appearance of uterus and endometrium. 2. Normal size right ovary with complex cyst within. It is consistent with a hemorrhagic cyst or involving follicle. 3. Normal appearance of left ovary; on 06-sep-2018: no uterine mass. 9 mm cervical nabothian cyst. Both ovaries demonstrate follicles. Possible contraceptive devices in the fallopian tubes.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, pelvic pain, severe bloating, polycystic ovaries, lower abdominal pain, bacterial vaginitis, rash, eye allergy. Lot number: a78082 manufacture date: 2012-12 expiration date: 2015-12-31 lot number: b02264 manufacture date: 2013-02 expiration date: 2016-02-29 concerning the injuries reported in this case, the following ones were described in patients social media ; blurry vision most recent follow-up information incorporated above includes: on 15-dec-2020: fu 8 & 9 process together. Social media received event " blurry vision" was added on 15-dec-2020: fu 8 & 9 process together. Social media received reporter information was added, we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079618) on 21-sep-2018. The most recent information was received on 06-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pelvic pain'), autoimmune disorder ('autoimmune-like symptoms'), genital haemorrhage ('severe bleeding/ bleeding') and neuromyopathy ('neuromuscular problems') in a 46-year-old female patient who had essure (batch no. B02264, a78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "other- never informed of 3 coils (had 3 coils implanted)". The patient's medical history included breast reduction in 2010, loop electrosurgical excision procedure in 1995, muscle ache, cervicalgia, dermatophytosis, difficulty sleeping, burning eyes, cervical biopsy, plastic surgery and shortness of breath. Concurrent conditions included back pain, anxiety, essential hypertension, breast calcifications, burning micturition, urinary frequency, low grade fever, viral syndrome, cystitis, sweating, cough, chills, fever, ache nos, flu vaccination, bronchitis, ear pain, sinus disorder, acute sinusitis, perimenopause, smoker, pain in thumb, raynaud's disease, tendinitis, eye pain, eye irritation, eye swelling, eye redness, eye irritation, conjunctivitis, abdominal pain, weight gain, swelling abdomen, abdominal discomfort, vaginal discharge, abdominal distension, hemorrhagic ovarian cyst, blepharitis, periorbital disorder, menses irregular, allergy to metals, menometrorrhagia, night sweats, mood altered, pain in hip and uterine bleeding. Concomitant products included alprazolam for anxiety, hydrocodone for back pain as well as alprazolam (xanax), azithromycin (azo), benzodiazepine derivatives, hydroxyzine, ibuprofen, loteprednol etabonate (lotemax), metoprolol, metronidazole, olopatadine hydrochloride and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced pain ("pain everywhere"), headache ("headaches") and eye allergy ("bad allergies in my eyes") and was found to have weight increased ("weight gain"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), abdominal distension ("severe bloating/ bloating"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), eye disorder ("eye issues"), eyelid ptosis ("droopy eyelids"), hypoaesthesia ("numbness"), arthralgia ("painful joints"), anxiety ("high anxiety"), mood swings ("mood swings"), gastrooesophageal reflux disease ("acid reflux"), dizziness ("dizziness"), polycystic ovaries ("ovary cyst on left and right side"), tooth disorder ("dental issues"), bacterial vaginosis ("bacteria vaginosis"), hypertension ("high blood pressure"), feeling abnormal ("brain fog"), dyspepsia ("heartburn"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods"), asthenia ("no energy"), dry eye ("dry and watering eyes"), lacrimation increased ("watering eyes"), urticaria ("hives and rashes") and vision blurred ("blurry vision") and was found to have white blood cell count increased ("elevated white blood cells"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, neuromyopathy, pain, headache, weight increased, eye allergy, abdominal distension, allergy to metals, urinary tract disorder, eye disorder, eyelid ptosis, hypoaesthesia, arthralgia, white blood cell count increased, anxiety, mood swings, gastrooesophageal reflux disease, dizziness, polycystic ovaries, tooth disorder, bacterial vaginosis, hypertension, feeling abnormal, dyspepsia, abdominal pain lower, dysmenorrhoea, asthenia, dry eye, lacrimation increased, urticaria and vision blurred outcome was unknown. The reporter provided no causality assessment for eye allergy, headache, pain and weight increased with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, bacterial vaginosis, dizziness, dry eye, dysmenorrhoea, dyspepsia, eye disorder, eyelid ptosis, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, hypertension, hypoaesthesia, lacrimation increased, mood swings, neuromyopathy, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, urticaria, vision blurred and white blood cell count increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2014 given initially, in cuurent pfs (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): dexamethasone suppression test - on an unknown date: negative as was her thyroid function.. Hysterosalpingogram - on (B)(6) 2014: impression: post essure placement with bilateral fallopian tube occlusion as noted. Mammogram - on (B)(6) 2014: calcifications on the left. Pathology test - on (B)(6) 2018: a. Uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus, 63 grams endometrium: inactive endometrium, no endometrial hyperplasia or carcinoma identified. Myometrium: no pathologic abnormality. Cervix: no pathologic abnormality serosa: no pathologic diagnosis, left fallopian tube: no pathologic abnormality, essure in place (gross examination only) right fallopian tube: ectopic adrenal tissue; no other histopathologic abnormality. Ultrasound scan vagina - on (B)(6) 2018: 1. Normal appearance of uterus and endometrium. 2. Normal size right ovary with complex cyst within. It is consistent with a hemorrhagic cyst or involving follicle. 3. Normal appearance of left ovary; on (B)(6) 2018: no uterine mass. 9 mm cervical nabothian cyst. Both ovaries demonstrate follicles. Possible contraceptive devices in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, pelvic pain, severe bloating, polycystic ovaries, lower abdominal pain, bacterial vaginitis, rash, eye allergy. Lot number: a78082, manufacture date: 2012-12, expiration date: 2015-12-31. Lot number: b02264, manufacture date: 2013-02, expiration date: 2016-02-29. Concerning the injuries reported in this case, the following ones were described in patients social media ; blurry vision . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079618) on 21-sep-2018. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pelvic pain'), autoimmune disorder ('autoimmune-like symptoms'), genital haemorrhage ('severe bleeding/ bleeding') and neuromyopathy ('neuromuscular problems') in a (B)(6) year-old female patient who had essure (batch no. B02264, a78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "other- never informed of 3 coils (had 3 coils implanted)". The patient's medical history included breast reduction in 2010, loop electrosurgical excision procedure in 1995, muscle ache, cervicalgia, dermatophytosis, difficulty sleeping, burning eyes, cervical biopsy, plastic surgery and shortness of breath. Concurrent conditions included back pain, anxiety, essential hypertension, breast calcifications, burning micturition, urinary frequency, low grade fever, viral syndrome, cystitis, sweating, cough, chills, fever, ache nos, flu vaccination, bronchitis, ear pain, sinus disorder, acute sinusitis, perimenopause, smoker, pain in thumb, raynaud's disease, tendinitis, eye pain, eye irritation, eye swelling, eye redness, eye irritation, conjunctivitis, abdominal pain, weight gain, swelling abdomen, abdominal discomfort, vaginal discharge, abdominal distension, hemorrhagic ovarian cyst, blepharitis, periorbital disorder, menses irregular, allergy to metals, menometrorrhagia, night sweats, mood altered, pain in hip and uterine bleeding. Concomitant products included alprazolam for anxiety, hydrocodone for back pain as well as alprazolam (xanax), azithromycin (azo), benzodiazepine derivatives, codeine phosphate;paracetamol (tylenol with codeine no.3), hydroxyzine, ibuprofen, loteprednol etabonate (lotemax), metoprolol, metronidazole and olopatadine hydrochloride. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced pain ("pain everywhere"), headache ("headaches") and eye allergy ("bad allergies in my eyes") and was found to have weight increased ("weight gain"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), abdominal distension ("severe bloating/ bloating"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), eye disorder ("eye issues"), eyelid ptosis ("droopy eyelids"), hypoaesthesia ("numbness"), arthralgia ("painful joints"), anxiety ("high anxiety"), mood swings ("mood swings"), gastrooesophageal reflux disease ("acid reflux"), dizziness ("dizziness"), polycystic ovaries ("ovary cyst on left and right side"), tooth disorder ("dental issues"), bacterial vaginosis ("bacteria vaginosis"), hypertension ("high blood pressure"), feeling abnormal ("brain fog"), dyspepsia ("heartburn"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods"), asthenia ("no energy"), dry eye ("dry and watering eyes"), lacrimation increased ("watering eyes"), rash ("hives and rashes") and urticaria ("hives and rashes") and was found to have white blood cell count increased ("elevated white blood cells"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, neuromyopathy, pain, headache, weight increased, eye allergy, abdominal distension, allergy to metals, urinary tract disorder, eye disorder, eyelid ptosis, hypoaesthesia, arthralgia, white blood cell count increased, anxiety, mood swings, gastrooesophageal reflux disease, dizziness, polycystic ovaries, tooth disorder, bacterial vaginosis, hypertension, feeling abnormal, dyspepsia, abdominal pain lower, dysmenorrhoea, asthenia, dry eye, lacrimation increased, rash and urticaria outcome was unknown. The reporter provided no causality assessment for eye allergy, headache, pain and weight increased with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, bacterial vaginosis, dizziness, dry eye, dysmenorrhoea, dyspepsia, eye disorder, eyelid ptosis, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, hypertension, hypoaesthesia, lacrimation increased, mood swings, neuromyopathy, pelvic pain, polycystic ovaries, rash, tooth disorder, urinary tract disorder, urticaria and white blood cell count increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2014 given initially, in current pfs (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): dexamethasone suppression test - on an unknown date: negative as was her thyroid function. Hysterosalpingogram - on (B)(6) 2014: impression: post essure placement with bilateral fallopian tube occlusion as noted. Mammogram - on (B)(6) 2014: calcifications on the left. Pathology test - on (B)(6) 2018: a. Uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus, 63 grams endometrium: inactive endometrium, no endometrial hyperplasia or carcinoma identified. Myometrium: no pathologic abnormality. Cervix: no pathologic abnormality serosa: no pathologic diagnosis, left fallopian tube: no pathologic abnormality, essure in place (gross examination only) right fallopian tube: ectopic adrenal tissue; no other histopathologic abnormality. Ultrasound scan vagina - on (B)(6) 2018: normal appearance of uterus and endometrium. Normal size right ovary with complex cyst within. It is consistent with a hemorrhagic cyst or involving follicle. 3. Normal appearance of left ovary; on (B)(6) 2018: no uterine mass. 9 mm cervical nabothian cyst. Both ovaries demonstrate follicles. Possible contraceptive devices in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, pelvic pain, severe bloating, polycystic ovaries, lower abdominal pain, bacterial vaginitis, rash, eye allergy. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs & mr received: lot number was added. New events severe bleeding, severe bloating, pain, urinary problems, nickel sensitivity, neuromuscular problems, neuromuscular problems, eye issues, droopy eyelids, numbness, painful joints, elevated white blood cells, high anxiety, mood swings, acid reflux, dizziness, ovary cyst on left and right side, dental issues, bacteria vaginosis, high blood pressure, brain fog, heartburn, cramping, painful periods, no energy, weight gain, dry and watering eyes, hives and rashes. Lab test, medical history, concomitant condition and drugs were added. New reporter, consumer address, patients dob and race and date of removal were added. Date of insertion was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.